Manufacturer narrative:
A supplemental is being sent for correction of g3 - report source, foreign was added. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection under 10x magnification revealed hairline cracks around power port two of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Functional testing revealed the controller's no power alarm only sounded briefly when both power sources were disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller power up event on (B)(6) 2020 at 10:39:10. The data point logged in the controller's internal logs prior to the loss of power revealed that a battery was connected to power port one with 42% relative state of charge (rsoc) and another battery was connected to power port two with 23% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one and different battery was connected to power port two. The controller was without power for 14 seconds. Review of the controller's alarm log file revealed that a power disconnect alarm had been logged at 10:38:16, prior to the loss of power, involving another battery. Additionally, review of the alarm log file revealed that another power disconnect alarm involving a battery had been logged on 10-oct-2020 at 12:35:45. During both power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold, which will prevent the battery from providing power to the controller. Log file analysis also revealed a controller fault alarm logged on 11-oct-2020 at 11:13:33, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. As a result, the reported loss of power, controller fault alarm, and power disconnect alarm events were confirmed. Based on the available information, a possible root cause of the power disconnect alarms can be attributed, but not limited, to a battery malfunction. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a battery malfunction. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products d4: (B)(6), h3: yes, h6: FDA method code(s): b17, b15, h6: FDA results code(s): c020701, h6: FDA conclusion code(s): d02. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery exhibited two power disconnect alarms. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H10 updated to include (B)(6) as a system reported device; description of event updated in b5. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/ serial or lot#: (B)(6); UDI #: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 26-jun-2018; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the controller, and the controller exhibited a controller fault alarm associated with a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.